Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The testing of the returned device showed the device powered on and gave an alarm with the message "error 1260". This type of error can indicate a corruption of the circuit board's memory. The circuit board was replaced to address this issue. The cause of this component corruption was not definitely established.

Event description:
It was reported that the device gave an alarm with the message "error 1260". No known adverse effects to patient.